Manufacturer narrative:
Device not available for eval.

Event description:
The device was used during a lavh procedure. Reportedly, the instrument did not fire. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.